Manufacturer narrative:
The lot code provided was for a product that contained super absorbency. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer states u by kotex sleek super broke in half. No medical attention received.